Manufacturer narrative:
The reported issue that there was bubbling of some form or actual delamination of the keypad was not confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4)which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
The customer reported there was bubbling of some form or actual delamination of the keypad. The devices need repair. There was no report of patient involvement. The customer later reported that pcus that have been repaired appear to come back with the same issue.